Manufacturer narrative:
Event summary: upon visual inspection of balloon catheter 2af284 / 21499, results showed that the catheter was intact with no apparent issue. Smart chip verification showed that the catheter has been used for four injections. Performance test did not show any system notice. The catheter passed the deflection test as per specification, and dissection did not show any problem in pull wire. Dissection showed that guide wire lumen kinked on 1.3845 inches from the tip of the catheter. The catheter failed the performance test due to kink on guide wire lumen. In conclusion, the reported (gwl kink) issue has been confirmed through testing. The reported (steerability) issues have been not confirmed through testing. The balloon catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the pull wire was broken and the balloon catheter was bent. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. On 2018-07-12: the catheter was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.